Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('during removal, the left device appears deeper in the uterus') in a 58-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. Uterus normal before essure placement. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced myalgia ("diffuse muscle"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), asthenia ("persistence of asthenia") and headache ("headaches"). The patient was treated with surgery (laparoscopy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, myalgia, arthralgia and headache had resolved and the asthenia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, device dislocation, headache and myalgia with essure. The reporter commented: no abnormality observed in the uterus prior to insertion. Placement occurred on day 6 of patient's cycle. General anaesthesia was used for insertion procedure, which was easy, the same as visualisation of the ostia. There was no fluid loss during the hysteroscopy greater than 1500cc. The procedure did not last longer than 20 minutes and there were no complaints immediately after insertion. The surgical report of the placement indicated good device positioning with 3 coil turns visible. Removal of devices on (B)(6) 2020 at the patient's request due to diffuse muscle and joint pain, asthenia and headaches that occurred after placement of essure. Asthenia was reported as sequel of device removal. Removal was not necessary for medical reasons. During removal, the left device appeared deeper in the uterus (not discovered before) while the right one is predominant in the fallopian tube. The devices have not been retained for expertise. Batch number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. X-ray - on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2020: patient's height and weight updated (normal bmi), nulligravida, insertion date changed from 21-jul-2005 to 21-jul-2015, essure model updated from ess205 to ess305, x-ray added as lab test, essure removal method updated to laparoscopy, removal date updated, narrative updated, device dislocation, athralgia, asthenia and headaches outcome updated and asthenia as reported updated. Reported added. Ha number was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-jun-2020. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('during removal, the left device appears deeper in the uterus') in a 58-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. Uterus normal before essure placement. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced myalgia ("diffuse muscle"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), asthenia ("persistence of asthenia") and headache ("headaches"). The patient was treated with surgery (laparoscopy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, myalgia, arthralgia and headache had resolved and the asthenia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, device dislocation, headache and myalgia with essure. The reporter commented: no abnormality observed in the uterus prior to insertion. Placement occurred on day 6 of patient's cycle. General anaesthesia was used for insertion procedure, which was easy, the same as visualisation of the ostia. There was no fluid loss during the hysteroscopy greater than 1500cc. The procedure did not last longer than 20 minutes and there were no complaints immediately after insertion. The surgical report of the placement indicated good device positioning with 3 coil turns visible. Removal of devices on (B)(6) 2020 at the patient's request due to diffuse muscle and joint pain, asthenia and headaches that occurred after placement of essure. Asthenia was reported as sequel of device removal. Removal was not necessary for medical reasons. During removal, the left device appeared deeper in the uterus (not discovered before) while the right one is predominant in the fallopian tube. The devices have not been retained for expertise. Batch number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. X-ray - on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on 6-jul-2020: patient's height and weight updated (normal bmi), nulligravida, insertion date changed from (B)(6) 2005 to (B)(6) 2015, essure model updated from ess205 to ess305, x-ray added as lab test, essure removal method updated to laparoscopy, removal date updated, narrative updated, device dislocation, athralgia, asthenia and headaches outcome updated and asthenia as reported updated. Reported added. Ha number was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('during removal, the left device appears deeper in the uterus') in a 58-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida. Uterus normal before essure placement. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced myalgia ("diffuse muscle"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), asthenia ("persistence of asthenia") and headache ("headaches"). The patient was treated with surgery (laparoscopy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, myalgia, arthralgia and headache had resolved and the asthenia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, device dislocation, headache and myalgia with essure. The reporter commented: no abnormality observed in the uterus prior to insertion. Placement occurred on day 6 of patient's cycle. General anaesthesia was used for insertion procedure, which was easy, the same as visualisation of the ostia. There was no fluid loss during the hysteroscopy greater than 1500cc. The procedure did not last longer than 20 minutes and there were no complaints immediately after insertion. The surgical report of the placement indicated good device positioning with 3 coil turns visible. Removal of devices on (B)(6) 2020 at the patient's request due to diffuse muscle and joint pain, asthenia and headaches that occurred after placement of essure. Asthenia was reported as sequel of device removal. Removal was not necessary for medical reasons. During removal, the left device appeared deeper in the uterus (not discovered before) while the right one is predominant in the fallopian tube. The devices have not been retained for expertise. Batch number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. X-ray - on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2020: patient's height and weight updated (normal bmi), nulligravida, insertion date changed from (B)(6) 2005 to (B)(6) 2015, essure model updated from ess205 to ess305, x-ray added as lab test, essure removal method updated to laparoscopy, removal date updated, narrative updated, device dislocation, athralgia, asthenia and headaches outcome updated and asthenia as reported updated. Reported added. Ha number was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('during removal, the left device appears deeper in the uterus') in a (B)(6) year old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2020, the patient experienced myalgia ("diffuse muscle"), 14 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), asthenia ("asthenia") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy and cornual resection bilateral). Essure (ess205) was removed. At the time of the report, the device dislocation, myalgia, arthralgia, asthenia and headache outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, device dislocation, headache and myalgia with essure (ess205). The reporter commented: the surgical report of the placement indicated good device positioning with 3 coil turns visible. Removal of devices at the patient's request due to diffuse muscle and joint pain, asthenia and headaches. During removal, the left device appears deeper in the uterus while the right one is predominant in the fallopian tube. The devices have not been retained for expertise. Discrepancy between essure model described ess 305 and the year of insertion 2005 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.